Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in august 2022. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Upon evaluation of the returned device, in addition to the foreign object in the nozzle, the following faults were found: a clog (due to the foreign material) that caused water removal ability to not meet the standard value, a scratch on switch 2 which caused water tightness to be lost, wear of the angle wire that caused the bending angle in the up direction to not meet the standard value, the adhesive on the a-rubber was chipped, and the control unit was discolored. Scratches were also found on the switch box, s-connector, universal cord protector on the s-connector side, sc cover, fe lever, fe knob, right/left knob, c-cover, up/down knob, s-cover, grip, control unit, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus the gastrointestinal videoscope had a water leak. Upon inspection and testing of the customer returned device, it was observed that there was a foreign object in the nozzle. It was later reported that the scope was not cleaned before it was sent to olympus for evaluation. The user facility did not know when the foreign material adhered to the scope. The user facility was flushing the air/water nozzle with detergent solution, and both water and air, as well as using clean lint-free materials for wiping. No abnormalities in the accessories used for re-processing were reported. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.